Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was later confirmed that the customer replaced the device's external modem. The customer advised that there have not been any further inappropriate losses of power since the modem was replaced. The device has been placed back into service for use. The device has not been returned to physio-control for evaluation. The disposition of the removed external modem was not provided to physio-control. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would intermittently power off by itself while monitoring a patient. The customer stated that they replaced the devices batteries but the issue persisted. The customer further advised that the issue had occurred on "multiple patients"; however, no further information (or specifics) were provided regarding any additional events. There were no reports of adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
The customer contacted physio-control to report a recurrence of the reported issue as documented in medwatch report number 3015876-2016-00380. During the course of that investigation, physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the keps nut in both battery well #1 and battery well #2 were loose. Physio then tightened both keps nuts to specification and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.